Manufacturer narrative:
The reported condition has been confirmed; however the exact cause could not be reliably determined. In an effort to continually improve co's product, a corrective action has been implemented to avoid the reported condition from occurring in the future.

Event description:
The device was used during a lobectomy procedure. Reportedly, the anvil and the cartridge disengaged into the pt's cavity. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.